Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that since (B)(6) 2016, patient felt dizzy and weak. Patient went to hospital and program check report revealed the implantable pulse generator (ipg) reached premature battery depletion during warranty period. Replacement operation would be arranged later. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.